Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 09oct2018 to the present date 13jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device has a broken bezel that needed to be replaced. No additional information was provided. There was no patient involvement.